Manufacturer narrative:
An investigation is currently underway. Upon completion, a full report shall be provided.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding pump. The customer reports that the unit occasionally completes the feed before the scheduled completion time. There was no patient harm or medical intervention.

Manufacturer narrative:
An investigation of kangaroo epump was performed for the reported condition of; the unit occasionally completes the feed before the scheduled completion time. The unit was triaged and the complaint could not be confirmed; no fault was found. The unit was manufactured in 2011. A review of the device history record shows this device was released meeting all manufacturing specifications.